Event description:
During the attempt to advance the top cap off the suprarenal stent, the physician had to push upward on the top cap inner cannula and then pull back, repeatedly until deployment of the top cap was achieved. As a result of the complication, the main body graft was deployed lower than desired. No injury to the pt occurred. Graft, at the deployed location secured a seal of the aneurysm.